Event description:
During a surgical procedure for endometrial ablation, the novasure device (B)(4) malfunctioned, reason unknown. There was no adverse outcome, but the procedure had to be terminated. The company rep, (B)(4) (hologic) was present during the procedure.